Manufacturer narrative:
The insulin pump passed the displacement test and self test. However, the pump failed the sleep current measurement and active current measurement due to moisture damage found on the electronic assembly during visual inspection. No moisture damage on the motor, battery tube, vibrator or keypad assembly noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the customer received a low battery alert prior to the replace battery alert or replace battery now alarm. Customer was reporting that batteries were not lasting even after getting a new cap. Customer stated that the battery was not previously used. This was the second occurrence of replace battery alert or replace battery now alarm in less than 8 hours after a low battery warning. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.